Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was used during a ureteroscopy procedure performed on (B)(6) 2013. According to the complainant, during unpacking, the packaging pouch seal of the stent was compromised and loss of sterilization was suspected. The physician did not use the product. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.